Manufacturer narrative:
(B)(4). Additional information: after further investigation on the product, a non-baxter clamp was discovered on the tubing below the check valve. This non-baxter clamp was determined to have pinched the tubing. A baxter clamp is provided with this product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and showed no defects. Functional testing was performed and no leak was observed. The under water leak testing was performed and identified a leak about 1.5 inches below the check valve. A closer microscopic inspection of the leak revealed a cut in the tubing approximately 1.5 inches below the check valve and tool marks around the cut. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a hole in its section of tubing near the blue clamp. This was noticed during priming with an unknown solution. There was no patient involvement. No additional information is available.